Manufacturer narrative:
The bipap a40 pro (itx3100s21) is substantially similar to the bipap a40 (1111169) and will be reported in the united states under bipap a40, 501k number: k121623. H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device was sent to a third-party service center for evaluation. The unit was scrapped and replaced by a new one. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.